Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h11. H11: the device was received for evaluation. Visual inspection via the naked eye noted the tubing had been broken off from the junction of the flow restrictor. Examination on the broken tubing under the microscope showed a jagged mark which suggests the tubing may have been inadvertently pulled with excess force, causing it to break off. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of broken tubing may have occurred during the handling of the device (use-related). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white connector of a small volume folfusor was separated from the tubing. While the device was still in the individual packaging and unopened, it was observed that the white connector, which is normally on the tubing, was detached from the tubing and loos in the packaging. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.